Manufacturer narrative:
Received one photo for evaluation. During the visual evaluation of the picture, it was observed that two pieces of foreign material were present. The product (B)(4) was not observed in the picture. It was unable to be determined where the foreign material came from. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe bulb type non sterile" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the scrub tech emptied the unused irrigation syringe, a brown substance came out.